Event description:
It was reported that following a lap adjustable band procedure, the pt developed a post-op port site infection. The pt had the product implanted in 2008. At the time of surgery, the pt received prophylactic antibiotic. A chlorhexidine gluconate (chg) cloth was used pre-operatively on the pt while in the ambulatory surgery area. The wound status at the time of discharge was okay and there was no wound drainage. The pt was seen at about 19 days later with drainage from the left lower quadrant (llq) port incision site. No culture was taken. The pt was not admitted to the hospital. The pt was treated with keflex. There were no other pt complications.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.